Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibrations were entered during periods when no values were present. No additional event or patient information is available. Labeling indicates: follow these troubleshooting tips before inserting another sensor: make sure your sensor is not expired. Make sure you do not calibrate when the glucose reading error symbol or out of range symbol is shown. Do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration as alternative site readings may be different than those from a blood glucose value. Use a blood glucose value only from your fingers for calibration. Use only blood glucose values between 40-400 mg/dl for calibration. If one or more of your values is outside of this range, the receiver will not calibrate.